Event description:
The customer contacted baxter's service center reporting a system error 2240 (air in set) on during dwell 3 of 4 on the homechoice (hc). The technical service representative (tsr) had the home patient (hp) cycle the power twice. The hc proceeded to press go to start. The tsr informed the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. Per the hp, the solution bag disconnected from the set. The tsr instructed the hp to inform the registered nurse (rn) of system error 2240. The hp was contacted on (B)(6) 2012 about the system error 2240. The hp stated he recalls calling in on a few alarms, but does not remember any specific details on the alarms. He stated after starting over with new supplies, therapy went well. Hp stated he did not notice anything unusual about the discarded supplies. Product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. Per the pdn, he was not aware of the alarm. The home patient (hp) was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the hp stated that one of the lines had disconnected from a supply bag. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.